Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, d9, e3, g2, g6, h2, h6, h10, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was rebooted incorrectly. A technical support specialist ran system info, checked system boot time, and rebooted ciisafe correctly. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis cii safe system unexpectedly stopped responding in the middle of dispensing times. The customer stated that the station needed to be rebooted multiple times a day, thus affecting dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station unexpectedly stopped responding. A technical support specialist checked the system boot time and rebooted the cii safe correctly to resolve the issue. The system functioned as intended after troubleshooting the device.

Event description:
It was reported when using the pyxis cii safe system unexpectedly stopped responding in the middle of dispensing times. The customer stated that the station needed to be rebooted multiple times a day, thus affecting dispensing workflow. There were no adverse events or injuries reported based on this event.